Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 591 mg/dl at the time of the incident. Customer was treated with insulin shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to proceed with the troubleshooting since she knew the reason why she was getting high blood glucose, because her infusion set was having leak on it. Customer used 7 infusion set and all of them has leaks. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.